Event description:
It was reported that (2) devices were used during a hysterectomy. It was reported by the affiliate that the scg45 could not be reopened (both devices in same procedure). Another device was used to complete the case. There was no consequence to the pt.